Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced vaginal exposure of mesh and was treated successfully in 2014 with excision. There are ongoing symptoms and incontinence. No additional information was provided.